Event description:
The MFR rec'd info from a third party service center alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the third party service center, issues related to the device's sensor board and flow sensor assembly were observed. The device's sensor board and flow sensor assembly were replaced to address the issues.